Manufacturer narrative:
(B)(4).

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion. While drawing blood air starts to enter into the syringe.". No patient harm reported. A new needle was used. The patient's condition is reported as "healthy and stable".

Manufacturer narrative:
Qn#(B)(4) the customer provided two images showing a lidstock and a used introducer needle. Visual analysis revealed a crack on the needle hub. The customer also returned one introducer needle for analysis. Signs of use were observed. Visual analysis revealed a single crack on the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. Testing could not be performed on the ars as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained a single crack on the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: corrected data:

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion. While drawing blood air starts to enter into the syringe.". No patient harm reported. A new needle was used. The patient's condition is reported as "healthy and stable".

Manufacturer narrative:
(B)(4). The customer provided two images showing a lidstock and a used introducer needle. Visual analysis revealed a crack on the needle hub. The customer also returned one introducer needle for analysis. Signs of use were observed. Visual analysis revealed a single crack on the needle hub. Microscopic examination confirmed the defect. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. Testing could not be performed on the ars as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained a single crack on the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion. While drawing blood air starts to enter into the syringe.". No patient harm reported. A new needle was used. The patient's condition is reported as "healthy and stable".